Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4), implantable pacing lead, (B)(6) 2001. (B)(4). Lead not received by manufacturer.

Event description:
It was reported that the right ventricular (rv) lead had decreasing impedances in both bipolar and then in unipolar mode, with oversensing at times, and a lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.